Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device not returned. -medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who concluded: ¿there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ -device history review: the devices were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the provided medical records were reviewed by a clinical consultant who determined the event is not device related. At 6 months post-op the patient had mostly fibrous ingrowth, with hardly any bony ingrowth. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient seen at surgeon clinic and complained of groin pain. Injected and pain dissapated. Stem was found to be well fixed and cup seemed a bit loose. Cup removed and replaced. (Right hip).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient seen at surgeon clinic and complained of groin pain. Injected and pain dissipated. Stem was found to be well fixed and cup seemed a bit loose. Cup removed and replaced. (Right hip)